Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture and residue and debris on the lens. Visual inspection found the lens optic and haptic torn with residue and debris on the lens. Claim#: (B)(4).

Manufacturer narrative:
H6-lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Manufacturer narrative:
Corrected data: d6 - (B)(6)2020 should be removed, as it is not applicable. D7 - (B)(6) 2020 should be removed, as it is not applicable. Claim#:(B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon attempted to insert a 12.6mm vicm5_12.6 implantable collamer lens, -6.5 diopter, in the patients right eye (od), and the lens was torn during delivery. There was patient contact but no injury. Another same model lens was implanted and the problem was resolved. The cause of the event was unknown.